Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Urinary tract infections, skin sensitivities, increased allergies, and chest pains were all noted. Within roughly a year of her implantation, a correction was performed on the right side to remove scar tissue. During the correction surgery the device was potentially removed and placed back inside the patient. This is off label use of the device. The devices were explanted without replacement on (B)(6) 2020. During the explantation, it was discovered that the left side implant was ruptured. See 1645337-2020-08512 for contralateral prosthesis report.